Event description:
Procedure type: lap hernia repair. According to the reporter: the mesh tore between two tacks. The surgeon had to then tie a purse string stitch around the tear. There was no additional blood loss of 250 ccs or more or tissue damage due to the reported. Nothing fell into the patient's cavity. A purse string suture was tied around the torn mesh to complete the surgery.

Manufacturer narrative:
(B)(4).